Event description:
A home patient (hp) called the technical service center to report a check patient line alarm during initial drain. Technical service rep (tsr) assisted hp to open/close transfer set, check patient line, move clamp down the line, found clamp closed. Hp opened clamp and restarted initial drain. No patient injury or medical intervention was reported at the time of this incident.